Manufacturer narrative:
The device remains implanted in the patient and will not be removed. No additional evaluation of the device is possible. Confirmation of the event is pending the receipt of the patient radiographs. The physician reported that inter-operative reduction was difficult and the screw may have been damaged during facet decortication with the burr. The root cause of the failure, however, is unknown at this time. Device labeling indicates that, "care should be used in the handling and storage of the implants. The implants should not be scratched or damaged." And, "potential risks identified with the use of this device system, which may require additional surgery, include: device component fracture ...". In the event that nuvasive receives additional relevant information regarding this event, a follow-up report will be filed.

Event description:
Patient implanted with vuepoint pedicle screw system in 2008. Three weeks later, patient returned for routine follow-up visit where physician noted in patient radiographs that screw located at c3 was fractured at the base of the tulip. The patient is asymptomatic and the implant will not be removed at this time. No adverse outcome was reported in association with the malfunction.